Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387, (serial: unknown); product type: 0200-lead; product ID: neu_unknown_ext (serial: unknown); product type: 0191-extension; g2: park s, permezel f, agashe s, et al. Centromedian thalamic deep brain stimulation for idiopathic generalized epilepsy: connectivity and target optimization. Epilepsia. Published online 2024. Doi:10.1111/epi.18122. Accepted date of article was used for date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "centromedian thalamic deep brain stimulation for idiopathic generalized epilepsy: connectivity and target optimization". The following medtronic devices were used: 37601 activa pc, 3387 lead, b35200 percept pc, and b33015-42 sensight directional leads. Reported events: patient 1 did not have active contacts positioned within the cm nucleus and did not respond to cm-dbs, which may relate to suboptimal electrode position. They had electrode placement posteromedial to the cm nucleus. This patient was implanted prior to implementation of individualized atlas-based targeting. They experienced increase in seizure frequency with stimulation. Due to hardware-related head/neck discomfort, the device was explanted in 7 months.